Manufacturer narrative:
Continued information for section d11: alinity s hiv ag/ab combo reagent kit, ln 06p01-55, and alinity s anti-hcv ii reagent kit, ln 04w56-55, both of which are not distributed in the us. During investigation, it was noted that the quality control requirement to be bypassed for the first use of an alinity s hbsag confirmatory reagent kit was due to an issue present in alinity s system software versions 2.8.0 and prior. Abbott is releasing alinity s system software version 2.8.1 (ln 04u76-16) to correct the issue. In addition to resolving the issue described above, alinity s system software version 2.8.1 addresses the r1 probe wash cycle programming error communicated via fa03feb2022 or pi1001-2022, or pi1002-2022. The investigation also included a projected performance analysis for hiv ag/ab combo when running on the same processing lane as the anti-hcv ii assay (ln 04w5655). Abbott has updated the alinity s anti-hcv ii assay file 260_007 (ln 04w56-1c) to automatically separate the anti-hcv ii and hiv ag/ab combo assays by processing lane. Abbott is also releasing the alternate wash delivery system (awds) hardware upgrade for the alinity s system that will be installed based on the assay menu to mitigate the need for lane separation. For those customers ous, where alinity s anti-hcv ii assay is registered and marketed, a product correction letter was issued to them to notify them of the immediate necessary actions for customers to follow regarding mandatory upgrade of alinity s system software version 2.8.1 and installation of anti-hcv ii assay file 260_007 (ln 04w56-1c). The software upgrade will correct alinity s hbsag confirmatory reagent qc issues and the assay file installation will maintain lane restriction for alinity s hiv ag/ab combo and alinity s anti-hcv ii assays. Instructions will be provided for lane separation for customers who operate on alinity s system software version 2.7.1 until version 2.8.1 is installed. Customers who do not have the alinity s anti-hcv ii assay registered and marketed, including the us, have also been made aware of the potential issue with alinity s system software version 2.8.0 and prior regarding the quality control (qc) requirement being bypassed for the first use of an alinity s hbsag confirmatory reagent kit. The product correction letter distributed to these customers provides the immediate necessary actions for customers to follow until the mandatory upgrade of alinity s system software version 2.8.1 can be installed, which will correct the alinity s hbsag confirmatory reagent qc issue. Note: the alinity s anti-hcv ii reagent kit (ln 04w5655) is not registered or marketed in the united states.

Event description:
Abbott has identified a potential issue with alinity s system software versions 2.8.0 and prior. The issue is the potential exists for the assay quality control (qc) requirement to be bypassed for the first use of an alinity s hbsag confirmatory reagent kit (ln 06p03). This event can occur if the following occur in this order: the qc run includes the alinity s hbsag reagent kit (ln 06p02), and the qc run is already in-progress, and a newly introduced alinity s hbsag confirmatory reagent kit is loaded onto the reagent carousel, and the alinity s hbsag screening assay calibration status has transitioned to qc in process. If all the above occur, the alinity s hbsag confirmatory assay calibration status will incorrectly indicate qc in process; although, the assay qc has not been scheduled for the newly onboarded alinity s hbsag confirmatory reagent kit. Once the initial onboarding to the reagent carousel is completed and the reagent kit barcode has been scanned and recorded into the reagent inventory, all subsequent uses of the alinity s hbsag confirmatory reagent kit will perform as intended and require the assay qc to be performed, minimally, every 24 hours when the alinity s system is in use. There has been no reported impact to patient management as a result of this issue.